Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had original artificial urinary sphincter (aus) implant surgery performed on (B)(6) 2012 and a revision surgery to replace cuff and pump on (B)(6) 2018. Returned to doctor about 4 weeks ago with complaints that the device is no longer working. Upon surgical intervention, urethral erosion and an infection was uncovered and all aus components were removed. Patient remained in hospital under IV antibiotic intervention post surgery. All aus components were removed on (B)(6) 2020. No adverse patient effects.